Event description:
Customer reported that the dpm central station froze, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and verified the problem. An issue was found with the system's hard drives and corrupted database. Corrections included restoring the system's hard drives and rebuilding the system's database. Problem was resolved. Unit was calibrated and safety tested to factory's specifications.